Event description:
It was reported that during an unknown procedure the blade tip fell down in the body. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information: did the titanium blade tip fall into the patient? Yes. Was the tip left inside the patient? No surgeon removed. How was the tip retrieved? Surgeon changed to new shear. Was there a solid tone prior to noticing the broken blade tip? No. Test was done successfully, and no sound. Was there an error code produced prior to noticing the broken blade tip? No. Was there any contact with metal during activation of the device? No. Were there any transactions across staple lines? No.

Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade